Event description:
A patient was in referral for a battery replacement. Clinic notes were received on (B)(6) 2017 providing that the vagal nerve stimulator shows severe lead impedance as well as near end of service and requires replacement. Systems diagnostics on (B)(6) 2017 provided the device had high lead impedance. The patient was reported to have an increase in seizures. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Replacement surgery occurred. The explant facility does not return devices to the manufacturer.